Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, delamination of valve, yellow particles in shell and valve. The leak test and microscopic analysis was performed which identified: total delamination of diapherm flange disk. Based on the device analysis the final assessment is: - delamination of diapherm flange disk assessed as adhesive failure further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.